Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient reportedly suffered from severe hypoglycemia with a blood glucose value of 14 mg/dl while the cgm was displaying 78 mg/dl. The patient's employer called for an ambulance and the patient was taken to the hospital. The patient was unconscious for one hour and was treated with two ampules of glucose and dextrose. Hospital personnel removed the patient's sensor. The patient was discharged from the hospital the same day. The patient had fully recovered from the incident at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.